Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the pump, including replacing the tube, cannula, and injection site, cleaning, and restarting the pump, which then functioned properly. Tandem technical support advised the customer to contact them for support for any recurring occlusion issues and arranged for the replacement of the pump, confirming the customer's shipping address and email. The problematic pump was to be returned to tandem within 10 days using the provided pre-paid label and box.